Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the connector pin of the right atrial (ra) was not straight. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of bent connector pin was confirmed. As received, a complete lead was returned. Visual inspection of the lead found the connector pin to be bent, consistent with procedure damage. Electrical testing was normal. The cause of the reported event was due procedure damage.